Manufacturer narrative:
H6. Device analysis for ins nme764441h revealed a software/firmware anomaly, cause unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2 correction: please note that conclusion code d16 has been corrected with conclusion code d15 in section h6 at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) reporting that there was intra-operative implantable neurostimulator (ins) connection issue. The rep initially connected communicator and tablet to the ins. Was able to enter information (name, etc) and possibly start entering parameters. Provided the ins to physician as requested (1-2 meters within tablet and communicator), he inserted the 47002 adaptor. The rep took the tablet and communicator and went into menu for impedance. A that point they got a message that the communicator has lost connection with the ins. Then got error message ¿system error 0x530bfa59.¿ the program was restarted, connected to communicator, but again could not connect to ins. The rep tried to go outside the or room with someone sterile holding the ins and with communicator still in nylon over ins; not working. The tablet was restarted, but not working. Changed batteries of the communicator, it started connecting (percentage) but it crashed again (same error number). Then a new ins was opened, which the rep had no time to try to connect to it before it was in the sterile field because a nurse opened it quickly and gave it to sterile physician. This ins could also not connect. The software was restarted again, no success in connecting, the tablet too but still no success. Then tried again and the screen with percentages (in process) went from about 10% to 77% then went down to a low percentage again then up but did not succeed in connecting. Eventually after trying several more times it said the following message: interrogating device from previous session. The following device was detected: patient name: no data available device serial no: (B)(4)". This message was received 2-3 times when trying again. I also got the following message: system detected invalid data in the device. Therapy data may be cleared. Error code: (010085) (040201) (030200) (080800) (0a0200). We tried to move the first ins away further (4 meters away) and the communicator was always in nylon on top of second ins and still was trying to connect with first ins. Possible contributing factors was some interference in the background. The physician decided to close sutures with second ins connected to adaptor inside and send patient to recovery and reopen if there was still an issue. In recovery room, the rep managed to connect communicator to implanted ins immediately and impedance was within normal range. The issue was resolved. The first ins was possibly defective. The patient was alive with no injury.